Manufacturer narrative:
Summary: a root cause investigation could not be conducted since the product was not returned and is not expected. The DHR review could not be conducted due to the lot number being unknown. Root cause no conclusions could be drawn regarding either the validity or possible root cause for this complaint since there was no product returned. DHR review summary not completed, lot # is unknown. Initial condition n/a - product not returned & not expected dimensional check n/a functional check n/a physical tests n/a visual/microscopic exam n/a histological n/a microbio n/a similar complaint review not completed, lot # is unknown. External evaluation n/a - product not returned & not expected.

Event description:
A hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation (hta) procedure in early 2007. (Patient age and weight unknown). According to the complainant, six minutes into the case they got a fluid loss alarm at the rate of about 1cc per minute. At that point, they looked at the cervix to see if it was leaking out of the cervix, and found that it was not .they then hit the start button to continue the procedure. Then about 10 seconds later, she looked at the cervix and or monitored the cervix, and found that there was some fluid coming out. Doctor then stopped the machine, and she began trying to place another tenaculum on the cervix, and restarted the procedure. Then they got another fluid alarm at the rate of 21cc per minute, and after that, doctor was able to clamp the cervix down. Doctor restarted the machine, and was able to complete the case. Doctor pulled everything out and there was a small burn on the cervix at about 6 o'clock. After examination of the burn, it was found that it was more of blanching or a slight very small burn that did not require any form of first aid or follow up. The rest of the cavity seemed fine, and doctor felt that the patient would do well. There is no further information regarding the patient.